Event description:
It was reported that the dexcom g7 sensor was paired to the user¿s phone but not to the ilet, resulting in no glucose values displaying on the ilet after warmup until the pairing code was re-entered on the ilet through the cgm menu. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included customer counseling, device setup review, and guidance to re-enter the cgm pairing code and allow for pairing time. Investigation of this case revealed a pairing configuration issue between the g7 and the ilet that was resolved by re-inputting the correct pairing code on the ilet, after which the sensor connected and displayed glucose data. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.